Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of blurry vision, seeing a blue ring around objects, and poor near vision. During a follow up visit on (B)(6) 2020, it was observed that the intraocular lens (iol) had dislocated and was out of the visual axis. The lens was repositioned the following day. On (B)(6) 2020 the lens had dislocated again, therefore, the lens was explanted then discarded. There was no vitrectomy, incision enlargement or sutures required. A non-johnson & johnson lens was implanted as a replacement. The patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.